Manufacturer narrative:
Additional information was received on the event on (B)(6) 2020. The patient is a 77 year old male. The patient¿s condition improved. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Therefore, fields a2. Patient age at the time of event; a 2. Age unit and a3. Sex have been processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 23-jun-2021 providing the adverse event of gastrointestinal motility disorder which occurred on (B)(6) 2020 and on (B)(6) 2021, it was confirmed that the patient was not recovered yet. Seriousness was non-serious, relationship with the device was not related and relationship with the procedure was related. The procedure was a paroxysmal atrial fibrillation, therefore, updated ¿h 6. Health effect - clinical code¿ field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 20-jul-2021, a correction was noted to the 3500a initial as in the event it was reported, "prolonged hospitalization was required." However, "b2. Is hospitalization initial/prolonged" was not checked. Therefore, this field has been updated.

Manufacturer narrative:
During an internal review on(B)(6)2020 , a correction was noted to the 3500a initial as the g3. Is report source study should have been checked. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000712537.

Manufacturer narrative:
Additional information was received on (B)(6)2020 providing the facility name. Therefore, processed e1. Initial reporter facility name, e1. Initial reporter address line 1, e1. Initial reporter address line 2, e1. Initial reporter city and e1. Initial reporter postal code. E1. Initial reporter phone:(B)(6). E1. Initial reporter postal code: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000712537.

Manufacturer narrative:
(B)(4). Multiple attempts have been made to obtain clarification to the facility name. However, no further information has been made available. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a post market clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure on (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and developed acute paralytic gastric dilation requiring prolonged hospitalization. During the procedure, the ablation was conducted with an thermocool® smart touch® sf bi-directional navigation catheter (unknown product code). No biosense webster, inc. Product malfunctions were reported. The procedure was successfully completed without immediate patient consequence. On post-procedure day 5 ((B)(6) 2020), the patient developed acute paralytic gastric dilation (high degree). There¿s no indication that any medical/surgical intervention was provided. Prolonged hospitalization was required. Issue is resolving. The principal investigator assessed the event as serious, not related to the trudi device and related to the procedure. No further information was available. Since this event has implied relationship to the procedure, it will be assessed as a ¿nerve injury¿ as it is most likely that the acute paralytic gastric dilation occurred due to vagus nerve injury. Since prolonged hospitalization was required, this event is to be considered a serious adverse event.